Event description:
The physician reports that the crystalens haptic broke off in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision, remove and replace the lens, and suture the incision. A second iol was implanted successfully. Reference MDR #2031924-2010-00097.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The damaged lens was returned to b+l for evaluation and subjected to visual examination, which revealed that the leading haptic was torn diagonally near the hinge. The lens damage is consistent with lens damage resulting from injector use. (B) (4).